Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been reporting a loss of access sound with the device from her left audio processor for the past two weeks. Initially the audio processor coil cable was exchanged, which appeared to resolve the issue on a temporary basis. All external audio processor components were checked and verified to be working satisfactorily. No trauma, illness or discomfort has been reported.